Manufacturer narrative:
Reference MFR report # 2916596-2017-00671 for the report of the stroke. (B)(4). Approximate age of device ¿ 1 year 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that while the patient was admitted due to stroke, the lvad parameters decreased. It was reported that there was ¿a very clear drop¿ in pump power and pump estimated flow values. The patient¿s lactate dehydrogenase (ldh) had been steadily rising to 952 u/l on (B)(6) 2017, and the mean blood pressure had been falling. No specific cause for the rise in ldh was identified. The patient was treated with a heparin infusion. It was reported that the patient experienced low volume status secondary to blood loss from intrathecal drain and over-diuresis. The patient was transfused and fluid resuscitated. It was reported that treatment required for the stroke may have contributed to the elevated ldh, drop in mean arterial blood pressure, and low volume. In response to the stroke, anticoagulation and antiplatelet therapy was held. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. A direct correlation between the device and the reported event could not conclusively be established. The submitted log file captured a downward trend in pump parameters over the length of the log file. No unusual alarms were noted in the log file. A specific cause for the change in pump parameters and a correlation to the elevated lactate dehydrogenase cannot be determined. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Reference MFR report #2916596-2017-00671 for the report of the mycotic aneurysms and escherichia coli sepsis.

Event description:
Additional information: it was reported that the patient¿s lvad was turned off on an unspecified date due to pump thrombus and then explanted on (B)(6) 2017. The patient had experienced improved heart function and ejection fraction, and the decision was made to explant the pump rather than perform a device exchange. Reportedly, the explant was also associated with the patient¿s previously reported mycotic aneurysms and escherichia coli sepsis. Both were associated with lvad related infection.